Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 274 mg/dl. The customer reported that the insulin pump had a big crack on the battery compartment. The customer reported that the battery fell off and the insulin pump stopped working and they were not able to turn it on even after trying new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked case behind the pump near the battery tube compartment and broken battery tube threads.